Event description:
A ureteral catheter was used in a retrograde case on a female pt on (B)(6) 2013. The pt seemed fine at the end of the procedure. X-rays were taken and examined. The procedure seemed normal and successful. The pt returned a couple of days later and reported that they urinated out a remaining piece of the catheter. The pt was unwilling to give up the catheter but did show it to a physician. The physician has confirmed that it looked like it could have been a 4 cm piece of a cook catheter but was not entirely certain. The pt claimed that it caused some discomfort to her bladder but no real harm. The manager of surgical services for the facility thinks that it is possible that part of a cook catheter could have broken off in the pt's bladder but he also thinks it is possible that this is not the case. He said it is unlikely that a catheter would break in a case such as this one because the catheter never became hung up on the pt's anatomy during this case. After the customer made the claim, the x-rays were reviewed but the review was inconclusive. The facility's risk management department is trying to get more information from the pt but has not succeeded yet in their attempts.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.